Event description:
The patient reportedly experiences tinnitus and decrease in sound performance. The tinnitus reportedly occurs with and without the use of the device. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Testing revealed that the device is functioning. Surgery to explant the pt's device will be scheduled.